Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guide wire would not go down lead smoothly when backloading. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.